Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device lower trigger could not return to the original position, device coating was stripped away/discolored, the lower trigger spring was broken and there was unknown residue and corrosion on the device internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damaged caused by improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the bottom trigger on the small battery drive device was busted. According to the reporter, the spring was gone. It was further reported that when the trigger was depressed it would not return back. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.